Event description:
I used c-arm for a vascular case of the tib/fib. When I went to send my images to pacs, as I chose the image, another patient's images had crossed into this patient's file. For example, I chose an image of the tib/fib and an image of the chest came up of another patient. When I went to do the 2nd image, which was also an image of the tib/fib, an image of the pelvis came up of another patient. The images were salvaged and the equipment has been set aside, and the repairman is coming today to try to fix the problem.

Event description:
I used c-arm for a vascular case of the tib/fib. When I went to send my images to pacs, as I chose the image, another patient's images had crossed into this patients file. For example, I chose an image of the tib/fib and an image of the chest came up of another patient. When I went to do the 2nd image, which was also an image of the tib/fib, an image of the pelvis came up of another patient. The images were salvaged and the equipment has been set aside, and the repairman is coming today to try to fix the problem.